Manufacturer narrative:
The aforementioned pacemaker was received for an analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device was received and analyzed. The memory content of the pacemaker was inspected. In agreement with the clinical complaint, the battery status eri was activated as a result of an invalid memory content. However, the battery was definitely not depleted. In general, the pacemaker is equipped with the ability to detect and repair invalid memory content. In the case that there was invalid memory content in a specific area related to battery data, the pacemaker will -by design- activate the device status eri to avoid an incorrect automatic longevity calculation. During the further course of the analysis, the invalid memory content was corrected and the battery status eri was removed. Subsequently the battery status was bol with a remaining battery capacity of 75 percent which is as expected after an implantation duration of 67 months. In addition, a stress test under different temperature environments was performed. The battery status of the device was as expected. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. In conclusion, the clinical observation resulted from an invalid memory content. The invalid memory content was automatically detected by the device leading to the activation of the eri status. The ability of the device to deliver therapies is not affected by this safety mechanism. The root cause for the invalid memory content could not be determined. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
Ous MDR - this pacemaker was explanted and replaced due to premature eri.